Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after connecting the device, capture could not be established, sensing values decreased, high, out of range pacing lead impedance measurements were observed. The device was replaced and will be returned for analysis.